Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # ke8dhlr0, MFR. Date 05/01/2016, exp. Date 04/30/2019. Batch # kd8ctdr0, MFR. Date 04/01/2016, exp. Date 03/31/2019. Batch # kg8dmlr0, MFR. Date 06/01/2016, exp. Date 05/31/2019. Batch # ke8cbtr0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Representative samples have been subjected to a visual inspection and in-vitro pull test, and results met the specified quality requirements. No further evaluation could be performed because there is no test available to determine knot tightness / slippage of a suture.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. After two or three days post-op, wound dehiscence was indicated; the knots opened without a change in the knotting technique. It was also reported by a doctor that the suture did not break, but was unable to knot. No further information is available.